Manufacturer narrative:
The insulin pump had no button response due corroded keypad traces. No button error alarms noted during testing. Failed battery test was not verified due to keypad anomaly. The device had cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and failed battery test. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.